Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging burn on left-hand fingertips and smell a wood scent. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed blower motor had dust-like contamination on the top and bottom of the blower motor. Unknown dust-like white and black contamination at the air inlet of the blower box. Unknown dust-like white and black contamination in the bottom of the blower box. Unknown slight dust-like contamination in the bottom of the bottom enclosure. Pil used the customer supplied power supply and ac power cord on the dream station 2 and the device powered on, and airflow was verified. Pil verified that the heater plate and a pil supplied heated tube was working by getting warm. The heater plate maximum temperature recorded was 46°c and is within the user manual specification. Pil checked the resistance of the heater plate and found that the measurements were normal and within specification. The device was scrapped. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water/liquid tiny spots in the device and are consistent with being from an external source.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges burns the left-hand fingertips and almost drops it due to so hot. The patient alleges the smell like a wood scent from sitting on the dresser. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.